Event description:
It was reported through review of the literature article titled "gradually increasing pacing impedances with normal sensing values in pacemaker and defibrillation leads: a watchful waiting strategy" that a durata lead was replaced due to high pacing impedance. Specific patient information was not able to be provided. No further information is available at this time.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.